Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe experienced the shield and or protective cap coming off leaving the needle exposed prior to use. The following information was provided by the initial reporter: no needle cap in bd preset. Our product has no needle cap within the package when the nurse took it for use, she got needle stick to her finger before tear off the package.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe experienced the shield and or protective cap coming off leaving the needle exposed prior to use. The following information was provided by the initial reporter: no needle cap in bd preset. Our product has no needle cap within the package when the nurse took it for use, she got needle stick to her finger before tear off the package.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for a loose IV shield on the needle, leading to a needle stick with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.